Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed no anomalies. The difference between the telemetered battery voltage and the daily battery voltage trend measurement within the analysis file was within expected limits. The device is part of the advisory for this model.

Event description:
It was reported that there were concerns with regards to the accuracy of the device battery voltage as reported during interrogation . The device remains in use. No patient complications were reported as a result of this event.